Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a primary ventral hernia repair procedure on (B)(6) 2008. Postoperatively on the 36 month, follow up on (B)(6) 2011 the patient indicated in the carolinas comfort scale questionaire having disabling symptoms of pain while coughing and deep breathing laying - pain at level 5; pain level 4 while exercising and level 2 with all activities. As of (B)(6) 2011, the patient was given a prescription for hydrocodone 10mg by her internal medicine doctor. This was given as a refill when the patient called to request it.